Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 026 and (B)(6) 2026. The sensor was inserted into the arm on (B)(6) 2026. It has been reported that the readings is off by more than 30 but the pt cannot remember the number. Data was provided for investigation. The allegation was confirmed due to the finding of inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred rarely within the investigation window. The probable cause of the inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b here zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
Cmpl-30068175reporters address: 1131 tolland turnpike ste o 299